Manufacturer narrative:
The device was returned as part of the asset return process and the device evaluation found the resin part of connecting tube had fallen off. In addition to the reportable malfunction, the following were noted: due to a cut on the connecting tube, water tightness was lost; due to damage, angulation lever did not move smoothly; due to wear of the angle wire, the bending angle in up direction did not meet the standard value; the connecting tube had a scratch and discoloration; the control unit had corrosion due to water leakage. Additionally, the following components had a scratch: the control unit, the angulation lever, the grip, the light guide connector, the light guide cover glass, the switch box, the universal cord, the upward/downward angulation plate, the video cable, the video connector case, and the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "¿ do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. ¿ do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged." In section '3.3 inspection of the endoscope' the inspection method is described: "using both hands, bend the insertion tube of the endoscope into a semicircle. Then, moving your hands as shown by the arrows in figure 3.4, confirm that the entire insertion tube can be smoothly bent to form a semicircle and that the insertion tube is pliable." Olympus will continue to monitor the field performance of this device.

Event description:
The rhino-laryngo videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the resin part of connecting tube had fallen off. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.